Event description:
A customer reported that during a procedure, the system presented with low potency. The case was completed using the same system without harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).